Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00276.

Event description:
It was found that the universal shell cannot lock with the liner during the surgery. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One univ 2-hole shl 60mm lnr sz 25 was returned and evaluated. Upon visual inspection the device has no visible damage to the inside radius of the device or to the locking ring. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.